Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 machine with visible burn damage to the power control board, power switch, and fuses. The burned parts were found by a fresenius (B)(4) technician who was servicing the machine for not powering on. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The technician replaced the power control board, power switch, and fuses to resolve the issue and return the machine to service. It was confirmed that no parts are available for return.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The fresenius (B)(4) technician replaced the power control board, power switch, and fuses to resolve the issues and return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.